Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the device preparation procedure, and sterile heparin saline leaked from the balloon. Hemostasis was achieved using another mynx device. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic peripheral procedure. The device was prepared and stored according to the instructions for use (IFU) and no damage was observed prior to opening the package. The deployer was mynx certified. A 5f non-cordis sheath was used. The device was returned for analysis. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device and the procedure sheath was not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. The sealant was found in the manufacturing position fully covered by the sealant sleeves. No damages were noted on the sealant sleeves. Inflation/deflation test was performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator, as intended per the mynx control instructions for use (IFU). No damages were observed on the balloon. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as ¿balloon- balloon loss of pressure¿ was not confirmed since inflation/deflation test was performed on the balloon of the returned device, and the balloon was able to be inflated/deflated. The balloon of the returned device performed as intended per the mynx control instructions for use and no damages were observed on the balloon. Due to the condition of the returned device not matching the issue reported, it is not possible to draw any conclusion as to the reported event. The device returned functioned as expected. Handling process factors may have contributed to the failure as reported. This product analysis suggests that the failure experienced by the customer is not related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the device preparation procedure, and sterile heparin saline leaked from the balloon. There was no reported patient injury. The device was prepared and stored according to the instructions for use, and no damage was observed prior to opening the package. The device will be returned for analysis.